Manufacturer narrative:
The device was returned with unspecified reason for explant. As received, a device was retuned for analysis. Visual inspection and longevity calculation did not identify any anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to an unknown reason. The patent's condition was unknown. Further information was requested but not provided.

Manufacturer narrative:
Further information was requested but not provided.